Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer support informed customer that lyumjev insulin is off-label per the user guide. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.